Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The polarity was changed from rv to the main device due to a coil anomaly on the proximal side of the lead. It was noted the patient would continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.